Event description:
It was reported that the user experienced low glucose and questioned whether to stop meal announcements after noting lower glucose readings when skipping announcements. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were completed by advising the user to consult their clinician and not to change therapy without medical guidance. Investigation included case assessment and user counseling. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.